Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of an air alarm was confirmed.

Event description:
The facility reported an infusion pump with an air alarm. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.